Event description:
22-20g midline catheter inserted and flushed with saline. Pt immediately became flushed, sob, c/o chest tightness, nausea and light-headedness. Bp 130/82, p96. Midline catheter discontinued. Peripheral line started and pt improved.